Event description:
User received vitamin b12 controls results out of range in 2009, and replaced the reagent pack, calibrated and repeated controls which were now in range. The next day, the user decided to retest all pt samples originally tested two days prior. Seven pt results were provided, five of which were considered discrepant. Total number of pt samples involved was not provided. All results are in pg per ml. Sample 1 original result was 196.4, repeat result was 606. Sample 2 original result was 228.3, repeat result was 686.1. Sample 3 original result was 481.8, repeat result was 929. Sample 4 original result was 204, repeat result was 543. Sample 5 original result was 288.9, repeat result was 637. No info was provided to determined if results were reported or if pts were adversely affected. If additional info is received, appropriate notification will be provided.